Event description:
It was reported that the patient experienced face edema, hand edema and breathlessness due to superior vena cava (svc) syndrome. It was noted slight cyanosis was confirmed and restenosis of the svc was suspected. The patient was hospitalized for the third time due to svc syndrome and treated with a warfarin adjustment. The right ventricular (rv) lead remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the patient had been previously admitted to the hospital for facial edema and pleural effusion. Thrombus was observed in the right internal carotid artery and the svc. It was determined the thrombi had led to edema of the face and upper limbs and the patient received treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.